Manufacturer narrative:
A valid manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported multiple tampons in the box did not have a string. She discarded the tampons and did not use them.